Manufacturer narrative:
E. Initial reporter: event site name (B)(6) hospital. Event site postal code (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. "Internal communication error" was present. There was no patient harm reported. The device was restarted by hospital staff and it worked without any problem but was replaced as a precaution.